Manufacturer narrative:
E1 - phone number: (B)(6). F5 - phone number: (B)(6). Device evaluation: 2 units of lot c2179007 of echo-19 was returned evaluation opened in its original packaging. The devices related to this occurrence underwent a laboratory evaluation on 18 june 2025. On evaluation of the devices the following observations were made: (B)(6). Visual inspection: device returned with sheath and needle broke approximately 4.5cms below mlla stopcock of syringe also returned. Functional inspection: sheath extender able to advance and retract without issue, needle handle able to advance and retract without issue, (B)(6). Visual inspection: device returned with sheath and needle broke approximately 4.7cms below mlla. Functional inspection: sheath extender able to advance and retract without issue, needle handle able to advance and retract without issue, manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2179007 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order c2179007. Instructions for use and/label: the warnings section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Please note: the precautions section of the IFU, ifu0101, which accompanies this device instructs the user to "the stylet must be retracted (approximately 1 cm) from the luer fitting on the needle handle prior to puncture". As per additional information received, the stylet was in place inside the needle when advancing into the targeted site. Based on prior input and knowledge shared by engineering, this condition is not considered to have contributed to the complaint issue. As per update to the management of complaints procedure ((B)(6)) section 6.6.3, where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined. However, a possible root cause for the proximal needle break may be attributed to excessive force applied during advancement into a hard lesion, leading to mechanical stress on the proximal section of the needle. The mechanical stress exerted during advancement and the resulting structural compromise may have contributed to the breakage and subsequent retraction difficulty. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of 2 devices, confirmed used. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a definitive root cause for the customer complaint could not be determined. However, a possible root cause for the proximal needle break may be attributed to excessive force applied during advancement into a hard lesion, leading to mechanical stress on the proximal section of the needle. The mechanical stress exerted during advancement and the resulting structural compromise may have contributed to the breakage and subsequent retraction difficulty. Complaints of this nature will continue to be monitored for similar events.

Event description:
When the physician was performing fna using the needle, the needle broke during the procedure. It was confirmed that the device had been securely locked into the working channel, yet two consecutive needles broke. The physician then switched to a different brand of needle to continue the procedure. The physician has extensive experience using this product, so unfamiliarity with the device can be ruled out. No section of the device remained inside the patient. Information received on 17 jun 2025. 1. Are both needles the same lot #? Yes. 2. Were both needles used on the same patient or different patient? Same patient. 3. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.) Pancreas 4. Was gaining access to the target site difficult? N/a, yes, no. 5. Was puncture of the targeted site difficult? Yes. 6. What is the scope manufacturer and model number that was used? Olympus. 7. Was the scope recently service/repaired? No. 8. Was the device used in a tortuous position? No. 9. Was force required to remove the device? N/a, yes, no. 10. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end. Handle end. 11. Was force required on insertion of device into scope? No. 12. Was resistance felt while inserting the device through the scope? N/a, yes, no. 13. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no. 14. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Advancement of the needle. 15. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 16. Was the stylet partially removed when advancing the needle into the target site? No. 17. Was the syringe used during the procedure, after the stylet was removed? No. 18. Was difficulty experienced while retracting the needle? After break in the needle, yes. 19. Was it possible to be fully retract before removing the needle from the patient? Yes. 20. How many samples were obtained (passes completed) with this needle?1. 21. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No.